Manufacturer narrative:
The device was returned for evaluation and the customers allegation was confirmed. It was noted that the issue occurred due to a faulty scope socket. It was also noted that the lamp was non-olympus and it measured at 100+ hours. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the evis exera iii xenon light source front panel malfunctioned. The front panel lights blinked once every second when it was powered on without the scope attached. The device worked normally when the scope was attached. The issue was found during inspection for use and the procedure was completed with the same device. There were no reports harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the reported issue was caused by a faulty connector socket. However, the specific cause of the faulty connector socket could not be established at this time. Olympus will continue to monitor field performance for this device.